Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v899618, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was trying to use their patient programmer and they were seeing a ¿call your doctor¿ icon with a power on reset (por) condition. The patient started seeing this message over a week ago and they had surgery on (B)(6) 2014. A manufacturer representative was supposed to call the patient to follow-up but they never did. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.